Event description:
Nurse developed skin irritation, sought med care and was given prescriptive cortisone salve. The nurse had used glove in the past without problems. No new soap or lotions were used by the nurse. Cardinal learned of the complaint in 2006. Cardinal leanred that the nurse sought med care and received prescritive.